Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump 5. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 control panel became unresponsive during a procedure. There was no report of patient inquiry. A sorin group field service representative contacted the customer and was informed that the perfusionist was able to resolve the issue by rebooting the unit. The customer did not request any further service action. As the unit was not available for return, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-confirmities relevant to the reported issue. Sorin group (B)(4) will continue to monitor this type of issue for trends. Customer resolved issue.

Manufacturer narrative:
Patient information was not provided. The serial number has not been provided by the facility. This information will be provided in a follow-up report if and when made available. Device has not been returned to sorin group (B)(4). The serial number has not been provided, so the manufacturing date is unknown. This information will be provided in a follow-up report if and when made available. Sorin group (B)(4) manufactures the sorin centrifugal pump 5. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the sorin centrifugal pump 5 control panel became unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 control panel became unresponsive during a procedure. There was no report of patient inquiry.